Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information, and the caller planned to reset the pump when ready, with instructions to follow up if the issue persisted.